Manufacturer narrative:
(B)(4). Patient weight was not provided. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Fractured abutment screw was not returned to manufacture but the implant was returned.

Event description:
It was reported that unknown abutment broke off inside of implant tooth location #20 which caused the implant to fail and be removed.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed that the internal drive feature is confirmed to contain the reported fractured restoration, which was too badly damaged to be removed. No lot number was provided for the abutment. Therefore, a device history and complaint history review could not be performed. The alleged complaint is confirmed. A root cause cannot be determined.

Event description:
It was reported that unknown abutment broke off inside of implant tooth location #20 which caused the implant to fail and be removed.